Event description:
It was reported that the patient underwent a knee replacement approximately 19 months post implantation due to migration and pain. It was reported as part of a retrospective study, that the patient had suffered from malalignment of the tibia component causing external rotation of lower leg and pain. No other contributing factors other than the malalignment led to the revision. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: 00598800300 - stemmed tibial component precoat a/p wedged for cemented use only size 3 - unknown; 00599401492 - femoral component option for cemented use only size d right - unknown; 00599403012 - articular surface with locking screw size yellow/c,d 12 mm height for use with femoral c,d - unknown; unknown refobacin cement. Source foreign: denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. Medical records were not received, therefore, they could not be reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.